Manufacturer narrative:
(B)(4). Date sent: 9/15/2015. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that during a ladg, a teardrop-shaped clip was formed. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results of the el5ml device found that it was received in good visual condition. In addition, a bag with two malformed clips was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and it fed and formed one malformed clip due to an anti-backup failure and six conforming clips. In addition, the instrument locked out as intended. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the ratchet pawl was found to be damaged; this condition caused the anti-backup failure and the malformed clip, however no conclusion could be reached as to what may have caused the damage at the ratchet pawl. The batch record was reviewed and no anomalies were noted during the manufacturing process.